Event description:
It was reported that the patient was brought to physician's office due to reports of a recent low heart rate from the nursing home where the patient lives. An electrocardiogram demonstrated non- capture of the right ventricular (rv) lead and a heart rate in the 40's. An interrogation found a lead polarity switch on (B)(6) 2013 with impedances >9,999 ohms. Capture could not be demonstrated even at maximum output and a fracture was confirmed. The physician chose to discontinue the patient¿s beta blocker to see fi the heart rate improved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).